Event description:
The first report of three, from the same facility, involving duragen where a child developed inflammation, fever (103-104f), and that eosinophilia persisted after one of the children was treated with antibiotics for 2 weeks. The pt outcome is unk however, additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.